Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the patient alleged injury.

Event description:
Per additional information received,per pfs, the outcome attributed to the device ¿mesh exposure, mesh erosion, dyspareunia, vaginal pain, bleeding, urinary and bowel incontinence and bladder infection after mesh placement¿.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced abdominal pain, gastritis and underwent a laparoscopic cholecystectomy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, extrusion, unspecified urinary problems, erosion, recurrence, infection, unspecified bowel problems, blood loss, elevated blood pressure, urinary infection, depression, joint pain, incontinence of stool, urinary incontinence, bruising, anxiety, bladder infection, difficulty holding gas/stool, urinary retention, dyspareunia, raw/swollen/burning bladder (burning sensation), urinary tract infection, back pain, urinary urgency, nocturia, fecal incontinence, swelling, perineal defect/skin bridge, bladder sensitivity, interstitial cystitis, abdominal pain, inflammation, additional surgical and nonsurgical interventions.